Event description:
The entire device was removed from the pt and replaced because the pt had severed left leg. Prosthetic implant for hip, cut into cylinder causing leak. Add'l lot #: bd817 003, add'l serial #: bd817 003.